Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. Four devices were evaluated in the field and the issue was confirmed; 3 devices had broken/damaged components and one device had an electrical short. The devices were repaired and returned. Five devices are pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 9 </noe> malfunction events, where it was reported the device had unintended zoom motion. There was one instance with patient involvement; no adverse consequences or clinically significant delay were reported.